Event description:
Customer reported that patient samples containing anti-e, fya, and passive anti-d did not react with with 0.8% surgiscreen, lot 8ss412. Customer performing parallel testing of 0.8% reagent red cells. No death or serious injury is associated with this event. This report corresponds to ortho-clinical diagnostics, inc.